Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure---no information. Date and specific type of hernia repair procedure? --- (B)(6) 2015. The diagnosis and indication for the index surgical procedure? --- inguinal hernia after the operation of bowel atresia. What were current symptoms following the index surgical procedure? Onset date? ---no information. Other relevant patient history/concomitant medications? ---no information. Product code and lot number? ---phy1015v, je8ccdb0. What is physicians opinion as to the etiology of or contributing factors to this event? ---the inguinal hernia is situated the place is likely to have a recurrence of hernia. What is the patients current status? ---the patient is monitored. Was the hernia repair associated with this event performed on primary or recurrent hernia? ---on primary. What was the defect size/type/location of the hernia associated with this event? ---the location of hernia. Mesh size and overlap? ---overlap is about 3cm-5cm. In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) ---intra abdominal. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? ---no information. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) --- no information. Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers---no information. The mesh was placed with nylon sutures at 1cm intervals. How much time from initial hernia repair to hernia recurrence? ---about 2 months. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? --- no information. How was the recurrence diagnosed? ---uncomfortable and pain of the patient. Was any medical/surgical intervention performed? If so, please provide date(s) and results. ---no, only monitoring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and specific type of hernia repair procedure? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) if applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers how much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Was any medical/surgical intervention performed? If so, please provide date(s) and results.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced a recurrence of hernia. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient was female and (B)(6) years old. She came to the hospital because she felt uncomfortable feeling on (B)(6) 2016. In (B)(6) 2016, the recurrence was diagnosed by CT scan. The doctor suggested the patient to be re-operated. The doctor plans the re-operation in the end of august or the beginning of (B)(6).